Event description:
It was reported that the left ventricular (lv) lead had dislodged. It was not possible to reposition the lead, so the lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949 lead, implanted: (B)(6) 2005; 5568 lead, implanted: (B)(6) 2005. (B)(4).